Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples to assess the device's functionality. All samples passed the tests, exhibiting no signs of damage, cut tubing, or leakage during use. Additionally, these samples were tested for proper activation and all were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged/cut product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed the tubing appeared cut causing leakage during blood collection. No patient or user impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed the tubing appeared cut causing leakage during blood collection. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.